Event description:
Procedure and patient information: unk. The neurosurgeon have a complaint about the valleylab coated blade electrodes, specifically the e14554. Valleylab uses a clear coating which makes it difficult for the surgeons to see exactly where they are when working deep in the neck. As such they are getting untintentional burns with the product. Limited information has been obtained after several attempts to get addtional information.